Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of pacing at implant and was not used. The patient condition was stable.

Manufacturer narrative:
The reported event of loss of pacing was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.